Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion approximately three weeks post implant of an implantable pulse generator (ipg) system. The source of the effusion was unclear and the right atrial (ra) lead was explanted and the right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion approximately three weeks post implant of an implantable pulse generator (ipg) system. The source of the effusion was unclear and the right atrial (ra) lead was explanted and the right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.